Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device and the olympus video system center otv-s7pro which used in combination with the device during the procedure were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device confirmed following: the device was used in combination with the otv-s7pro, but the reported event wasn¿t reproduced. The device was also used in combination with another otv-s7pro, but the reported event wasn¿t reproduced. There was no damage on the connector of the device and the video connector socket of the otv-s7pro which used in combination with the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Olympus received the following information from the facility: despite using the device without connecting a high frequency electrosurgical equipment, the halation frequently occurred on the image. But the halation didn¿t occur again when the site touched the connector part. The event did not always occur. The exact cause of the reported event could not be conclusively determined. However, the reported event possibly occurred due to an accidental conduction failure.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the subject device functioned correctly and the reported phenomenon could not duplicated. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an orthopedic arthroscopic procedure using the subject device in combination with the olympus video system center otv-s7pro, the halation frequently occurred on the image of the subject device. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.